Event description:
Pt had a mouth full of mercury amalgam silver fillings. They were using a hot cellular phone around 500 mins per month. They suffered mercury poisoning that damaged their thyroid, heart, brain, pituitary and nervous system, came down with grave's disease and singlular solid-mass thyroid nodule, ischemic osteomylytis and osteoporosis in jaws where mercury fillings were. Pt has constant pain in the nerves of their head and nervous system throbs. Pt cannot live without medications and pt was told it will get worse. Pt lost their job due to performance problems because they could hardly work. They couldn't breathe or function without medications constantly. Pt almost died. Had they not figured out what was causing the problem and gotten it taken care of. Pt's drs and dentists were not allowed to tell pt that mercury is toxic. They figured it out on their own and had to get to the drs who could help them. A dentist in 1997 put a crown on a 30-yr old mercury filling after he added zinc and gold to it. This is when pt's problems started progressing very rapidly.

Event description:
Add'l info received from reporter on 2/20/03: reporter will be sending in letters to the ada and the mfrs of dental mercury amalgam. Reporter has permanent damage to their nervous system from all this. After reporter had exhausted all the doctors on their insurance plan and they didn't know what to do, reporter prayed. Reporter figured this out within a few weeks and reporter rushed to their dentist. Reporter told him what happened and he was too afraid to say anything. He took full panorex x-rays of rptr's teeth twice. The first one turned out totally black. He did it again because he thought it was his machine. The second one turned out totally black as well. Reporter is the only pt in his office who has totally black panorex x-rays. He felt so bad and referred them to a neurosurgeon and gave them one of the x-rays to take with them. His office assistants told them he couldn't say anything about mercury amalgam being toxic because other dentists have had their license jerked for telling their pts this. They told them he was very worried about the reporter as well as all of their other pts. Reporter rushed in to see all of their doctors in the network plan and they were afraid to say anything either-for fear of having their license taken away from them. They did believe the reporter however and wanted them to see some alternative doctors in hopes that reporter would survive. Therefore, all their doctors and dentists were allowed to do was sit and watch them die. Come to find out, the mercury fillings created osteomylitis, and 'ischemic osteoporosis with desciated tissue' in their jaws underneath a few of those sites with mercury amalgam in them. Reporter now also have 'diffuse sensory motor polyneuropathy'-that has been diagnosed by an m.d. In immuntoxicology. Their neurosurgeon told them to keep their MRI's because he told them he would need them someday. Reporter almost died from this and if reporter had not found a very good homeopathic medical doctor, they would have died. This h.m.d. Saved their life! Reporter had all the mercury amalgam removed from their teeth, brain, nervous system, etc. Chelated of silver mercury.amalgam and reporter feels like they will be able to live a few more years. Taking mercury amalgam out of the teeth, unfortunately does not fix the permanent damage that it created. Reporter has permanent damage to their trigeminal nerve from this toxic vapor.